Event description:
It was reported that a patient underwent a CABG procedure in 2024 and suture was used. During the procedure, it was reported by the sales rep that the polymer was breaking off the device. They opened multiples from the same box and same lot no. And it kept happening, so they opened a new box with a different lot number and that one was fine. Was able to complete case with new box. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide the specific number of damaged sutures. Please provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep). Please clarify how many sutures will be returning for evaluation? Is the device available to be returned for evaluation? If so, please provide the status of the return and any available tracking information. D4: UDI: as the serial number for the device involved in the event was not provided, the full UDI is currently not available.